Event description:
The customer stated that when she opened a new carton of test strips, the cap on the bottle of strips was open. Some of the test strips were loose inside the carton. The customer did not use any of the test strips, so no adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.